Manufacturer narrative:
It was reported that while ambulating, the octagon handle of the rollator with an adjustable screw became loose and the end-user experienced a fall onto a sidewalk. The end-user scraped his right arm during the incident. He was assisted back up and saw his physician and a bandage was placed on the scrape. The end-user experienced pain throughout the night and the day after the incident, went to a local hospital's emergency department (ed) for evaluation. An unspecified x-ray was performed and the end-user was diagnosed with a right sided rib fracture and an unspecified shoulder injury. The end-user will reportedly require follow-up with an orthopedist. A sample was not returned to the manufacturer for evaluation. A root cause for the reported incident was unable to be determined. Due to the reported right sided rib fracture and need for follow-up care, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the end-user experienced a fall while ambulating with the rollator.

Manufacturer narrative:
Corrected 'date of this report' in section b.